Manufacturer narrative:
A ge rep evaluated the system and repaired the high voltage cable. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying a collimator iris error. No pt injury was reported.